Event description:
Upon completion of the peritoneal dialysis treatment moisture was found in the cycler. A cassette leak is alleged. Effluent remains clear. Patient required no medical intervention. No antibiotics were administered. The cassette was discarded therefore, no sample was returned to the manufacturer.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification. The following medwatch reports are associated: MDR number 8030665-2013-00420 and 8030665-2013-00421.